Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the patient's posterior capsule ruptured. Additional information was requested.